Event description:
The patient currently received no therapy and was not able to charge their ins. Charging was tested with four different rechargers. Sometimes a coupling of eight bars was possible but the ability to recharge vanished over time. Meanwhile no coupling was able to be achieved. Telemetry with the recharger, 8840 and patient programmer was working fine. The depth of implant (<(><<)>1cm) appeared okay. An x-ray was done to verify if the ins was flipped. Impedance measurements with all the contacts were greater than 40,000ohms. The patient¿s physician was willing to explant the ins within the next week and replace it with a non-rechargeable ins. Additional information has bee requested.

Manufacturer narrative:
Product ID 3877, serial# unknown, implanted: 2012-(B)(6), product type lead, product ID 37081, serial# unknown, implanted: 2012-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that during the replacement surgical procedure, intra-operative impedances were checked on both the extension and lead components of the implantable neurostimulator (ins) system and no impedance problem could be found. The extension and lead were therefore left in place. It was believed that the impedance issue could have been related to a connection problem between the extension and the ins based on a possible flipping of the device but this was not confirmed. It was reported that the patient¿s new system was working and that they received effective therapy.

Event description:
Additional information received confirmed the ins was replaced with a non-rechargeable ins because the recharging process was too technical for the patient. It was also noticed that the ins was flipped at replacement surgery. The patient was fine now and receiving effective therapy. The ins will not be returned to the device manufacturer.

Manufacturer narrative:
(B)(4).